Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient is still experiencing stress urinary incontinence following implantation of aris sling. Additional information received indicated that an altis sling was placed without removal of aris sling due to recurrent incontinence.